Event description:
A customer contacted baxter's global technical service center to report the homechoice (hc) stopped fill. The nurse stated that the last fill from the previous therapy was 500 ml. Patient did no manual exchanges today and the current drain volume was 17 ml. The initial drain alarm was set too low.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a low anterior resection procedure, the circular stapler was fired and the tissue was cut with no staples present. They were unable to provide any more information at that time about the procedure, but confirmed that the patient had passed away in the interim.

Manufacturer narrative:
(B)(4) (pain) and (B)(4) (peritonitis). Washer uncut additional information received on 7/15/2010: although the device was known to have failed, a leak test was carried out, which failed. " surgeon then performed a hand sewn anastomosis which passed a leak test, then the next day the patient was taken back to theatre with fever and pain and the anastomosis had leaked, a hartman's procedure was completed however the patient develop peritonitis and unfortunately did not survive. The hcp who fired the gun is a staff nurse although she tells me she has fired the gun on many occasions she has never had any formal training. Additional information received on 7/21/2010: surgeon says it was a tl60 rather than 30 as initially documented. There was a bulky tumour in the mid-lower rectum. There is no previous history. The spike was alongside the staple line, the anastomosis would have been through the staple line, ie would have fired through the staples of the tl60. When the eea gun was removed, the anastomosis had clearly not worked so no leak test was performed at that stage (it was clear that the 2 bits of bowel were not joined). It looks to me as if for some reason the staples did not engage although the circular blade certainly did, and we had the usual doughnuts which were as good as usual. The procedure was performed as usual "we haven't had a problem before. I have tried to think if we did anything different from usual but I cannot, so I presume we were just a bit unlucky with the gun " the rest of the batch may well be fine. The subsequent course of events was only indirectly related to the problem with the gun. I'd suggest withdrawing the rest of the batch for checking, but I will be continuing to do the operation as before with the same kit. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be partially deployed without completely forming without cutting the washer. For more information please refer to the instructions for use. In addition, the knife was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line or a hard object. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.